Event description:
It was reported that pump would not turn on when caller attempted to use it. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.